Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the cause of the low bg was due to the pump settings requiring adjustment. Reportedly, the customer addressed the low bg by consuming either juice or fruit chews. The customer did not experience a low bg after the customer's healthcare provider updated the customer's pump settings.